Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the tubing. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the tubing. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) pump at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected and functionally tested. The pump kink resistant tubing (krt) was cut down to the pump block and was not returned for analysis; no leaks were found. The pump was functionally tested and passed within specification. Based on the information available and analysis results, the reported device allegation of a mechanical issue and a crack in the tubing was unable to be confirmed.